Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the emergency room with chest pain, lethargy and a heart rate in the 30's with no pacing. Pulse generator interrogation found a ventricular capture threshold of 0.5 v at 0.75 ms. When programming the device, it would pace and capture for about 20 beats, then appear to pace and not capture. A 12 lead electrogram showed the device pacing without capture. The the pacemaker was explanted and replaced.

Manufacturer narrative:
Final analysis found loss of telemetry and output, due to a discrepant intergrated circuit.